Event description:
It was reported that after implanting a CT lucia 602 the lens was removed because the haptic broke in patient's eye .no additional information provided.

Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release. The device has not been received yet. Thus, a proper device analysis could not be completed nor the reported issues confirmed. There was no damage stated to be noted during preparation for use indicating a product quality issue did not contribute to the reported issues. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factors may have cause or contributed to the iol tilting is but is not limited to: loading strategy; lens placement technique; accessory device support; and/or poor handling during folding and inserting.